Event description:
Revision surgery at about 7 years and 9 months due to infection. The surgeon performed a washout and revised the gmk-sphere 14mm insert to a gmk-sphere 17mm insert at his discretion. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 feb 2026 lot 154752: (B)(4) items manufactured and released on 15 jan 2016. Expiration date:02-jan-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.